Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-301; lot# byt9zbyz9i. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# bva9ia. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# t1np. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
Postoperative diagnosis: the patient underwent primary left total knee replacement (B)(6) 2019. Patient had revision with poly component exchanged for periprosthetic joint infection on (B)(6) 2019.